Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that the patient was implanted an unknown wagner stem on an unknown date. The patient underwent a revision surgery of the stem after 40 months in-vivo due to infection. (Journal article: parry mc, vioreanu mh, garbuz ds, masri ba, duncan cp, the wagner cone stem for the management of the challenging femur in primary hip replacement, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2016.02.007.)

Manufacturer narrative:
It was reported in a journal article that the patient was implanted an unknown wagner stem on an unknown date. The patient underwent a revision surgery of the stem after 40 months in-vivo due to infection. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The DHR could not be reviewed as no lot number was provided. Root cause determination using dfmea: infection due to failure of sterilization procedure due to supplier process: possible: DHR was not reviewed w and therefore cannot be excluded; infection due to failure of sterilisation procedure due to design: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary of the reported product; infection due to proposed resterilization procedures in IFU not effective: possible: no surgical report was provided. Poor event information only available, it cannot be excluded; transmission of infectious agents, infection due to reuse of the device which is only intended for single use: possible: no surgical report was provided. Poor event information only available, it cannot be excluded. The gamma sterilization specification of the reported device certifies the suitability of sterilization. The irradiation certificate of the affected lot has not been reviewed because no lot number was available. It was however very improbable that an unsterile device was sold by zimmer. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. The IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer devices. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). .